Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: (B)(6) (site / (B)(6) reported that the shunt was cracked. Additional information received from the customer indicated that the faulty valve related to this event was a certas valve and not a (B)(6) product. The site did not have any additional information to provide as it fell under another manufacturer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).